Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override and new patient orders were not loading. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in critical override mode and new patient orders were not loading. A field service engineer (fse) replaced the medstation es network cable, performed a power cycle, tested functionality, and released the device to the customer. Remote support diagnostics were conducted, and the customer completed multiple drawer inventories. The medstation es came back online and resumed transferring patient information. The system functioned as intended after the field service engineer repaired the device.